Manufacturer narrative:
MFR completed the entire form. Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after several hours in situ. Replacement was required. No incident elated medical sequela was reported.